Event description:
This customer has a question about a shock advisory decision during an event. There was no death or serious injury.

Manufacturer narrative:
The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.